Event description:
It was reported that the device exhibited a frequent upstream sensor error when using the 21-7322 administration set. The device also exhibited a downstream sensor error during priming. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log confirmed upstream occlusion alarm occurred during pump operation. Functional testing could not replicate the reported issue. The root cause was determined to be a possible defective upstream sensor or circuit product. The product was returned to the customer unrepaired per customer request. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.